Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) shunt case in the in the left cephalic vein for anastomosis stenosis, a 4x4 80cm 3.7f slalom thrill pta balloon catheter (bc) ruptured at 4atm (four atmospheres) after it was delivered for inflation. It was replaced with a .018 hp 40 4x4 slalom pta catheter which also ruptured at its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The patient¿s information is unknown. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 50%. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used and was removed easily. The products were not returned for analysis. A product history record (phr) review of lot 17248802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification of a vessel, if present, can cause damage to a balloon catheter. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is one of two reports submitted under manufacturing report numbers 9616099-2017-01582 and 9616099-2017-01583 and for the same patient.

Manufacturer narrative:
There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 50%. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used and was removed easily. This is one of two reports submitted under manufacturing report numbers 9616099-2017-01582 and for the same patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) shunt case in the in the left cephalic vein for anastomosis stenosis, a 4x4 80cm 3.7f slalom thrill pta balloon catheter (bc) ruptured at 4atm (four atmospheres) after it was delivered for inflation. It was replaced with a .018 hp 40 4x4 slalom pta catheter which also ruptured at its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The patient¿s information is unknown. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The product was not returned for analysis. A product history record (phr) review of lot 17529274 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification of a vessel, if present, can cause damage to a balloon catheter. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is one of two reports submitted under manufacturing report numbers 9616099-2017-01582 for the same patient.

Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This report is associated to the one submitted under manufacturing report 9616099-2017-01582 regarding the first balloon that burst.

Event description:
During a percutaneous transluminal angioplasty (pta) shunt case in the in the left cephalic vein for anastomosis stenosis, a 4x4 80 cm 3.7 f slalom thrill pta catheter ruptured at 4 atmospheres (atm) after it was delivered for inflation. It was replaced with a .018 hp 40 4x4 slalom pta catheter which also ruptured at its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The products will not be returned for analysis. The patient¿s information was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.